Event description:
Hcp reported patient went into a progressive withdrawal symptom episode. Spasticity increased above the baseline, pt became incoherent and they were unable to control the pt's symptoms with oral baclofen and then a fever developed. Attempts were made to troubleshoot the system through the access port but they were unable to get csf return from the catheter. An x-ray indicated the catheter was in place. An indium study was not attempted due to the mixture of medications (baclofen and mso4) the patient was receiving, and the catheter could not be cleared. At surgery a significant amount of csf was aspirated from the catheter so it was known the catheter was functional. The pump was replaced. Within 2 days post-operative the patient was receiving the best spasticity control ever since the therapy was started and their pain was relieved on baclofen only. Mso4 had not been added to the pump.